Event description:
The customer reported, the system displayed the error message "no settle" on the system. No pt injuries were reported.

Manufacturer narrative:
(B) (4). The system was repaired, found to be operating as intended, and released to the customer for use.